Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements along with loss of capture. The pacemaker dependent patient had arrived at the hospital in a junctional rhythm of 28 beats per minute. An x-ray was performed and a lead fracture was confirmed near the insertion in the subclavian vein under the clavicle. The lead was surgically abandoned due to the patient's left subclavian vein being occluded. A new lead was successfully implanted on the right side. No further complications were reported.